Event description:
Subsequent to the initially filed emdr report, additional information was obtained: this was an arteriotomy closure of the right common femoral artery. The procedure was an interventional endovascular aneurysm repair. The pre-close technique was used. The initial sheath size was 7f, upsized to 17f. Two new prostyle devices were successfully pre-placed and used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that closure of an unspecified access site was attempted using five prostyle devices. Reportedly, a cuff miss [suture-retrieval issue] occurred with all five prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.